Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the device and could not duplicate the issue but was able to verify the issue in the device files. It was noted the device powered off multiple times. The power printed circuit board assembly was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h11 of the initial medwatch report should indicate: stryker evaluated the device and could not duplicate nor verify the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h6 results code has been updated accordingly.

Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue but was able to verify the issue in the device files. It was noted the device powered off multiple times. The power printed circuit board assembly was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.